Event description:
Surgery robotic scissors not closing at the jaw. Manufacturer response for robotic surgery scissors, da vinci (per site reporter). Formal complaint case opened by vendor. Requested retun of defective product.